Event description:
It was reported that post-op to an unknown procedure, the patient was brought back to surgery to repair an anastomosis failure. The patient was reported to be fine. The device was discarded.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4).